Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.4, re-test: 2.7, re-test: error, re-test: 2.6. The initial test used strip lot #225433, re-tests were done using strip lot #222167. Pt has no bleeding symptoms. Caller reported that she performed finder stick before green light was on and took longer than 20 seconds to apply the sample.

Manufacturer narrative:
Investigation pending.